Event description:
This pt was enrolled on the (B)(4) clinical trial, and was randomized to the bare platinum treatment arm. The pt is (B)(6) old female who presented with a ruptured aneurysm in the right basilar artery. The aneurysm was coiled on (B)(6) 2013, the pt was having her follow-up cerebral angiogram for 6 months post-coiling when she showed with some EKG changes, a cardiac alert was called and the pt was admitted for further eval. The pt was ruled out for acute mi. She was evaluated by a cardiologist and her EKG remained normal. The pt also underwent lexican stress testing with normal results. She was discharged home and advised to follow-up with her pcp. The EKG abnormalities was reported as serious adverse event which required in-subject hospitalization or prolongation of existing hospitalization.